Event description:
User received erroneous ise results for about 30 patient samples. Results from two samples were considered discrepant. Sample 1: initial sodium result was 150 mmol per l, repeat result was 132 mmol per l. None of the erroneous results were reported.

Event description:
User received erroneous ise results for about 30 patient samples. Results from two samples were considered discrepant. Sample 2: initial sodium result was 113 mmol per l, repeat result was 136 mmol per l; initial potassium result was 2.4 mmol per l, repeat results as 3.6 mmol per l. None of the erroneous results were reported.

Manufacturer narrative:
The field service representative suspected detergent drops off of the rinse mechanism, or valve malfunction to be the cause. He checked the ise valves and flowpath, checked the ise probe alignments and changed the sipper tubing and ise pinch tubing. He also replaced the detergent 1,2 check valves and related valves for water mix. He ran ise calibration, qc and patient samples to verify performance of the analyzer.

Manufacturer narrative:
The field service representative suspected detergent drops off of the rinse mechanism, or valve malfunction to be the cause. He checked the ise valves and flowpath, checked the ise probe alignments and changed the sipper tubing and ise pinch tubing. He also replaced the detergent 1,2 check valves and related valves for water mix. He ran ise calibration, qc and patient samples to verify performance of the analyzer.